Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead(s) was/were dislodged in 2025. It was not specified which lead or leads were dislodged. A lead revision was completed. While unscrewing the right atrial lead during the procedure, the setscrew and a washer were released from the device header. It was not specified which product caused this issue. The pacemaker was replaced. The leads remained in use. There was no further adverse consequence to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.